Event description:
A malfunction was reported on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer was not near charging supplies at the time and planned to reset the pump later.